Manufacturer narrative:
Weight: this information not provided when asked. Ethnicity/ race: this information not provided when asked. The device has not been returned. However, the non-visual device investigation has been completed and the results are as follows: DHR reviewed: no DHR was available for review being that this device was manufactured using the physicians prescription only. Stock product reviewed: no DHR was available for review being that this device was manufactured using the physicians prescription only. Investigation results: the complaint cannot be evaluated as the device was never returned for investigation. Root cause: a root cause for this complaint cannot be explicitly determined. Doctor advised on cleaning procedures but it is unclear if the patient was provided with the original case and IFU. IFU 9091 rev.2 (comfort h/s bite splint instructions for use) list the cleaning procedures as follows: brush and floss your teeth before use. Rinse mouth well with clean water before inserting the device. If patient uses mouthwash, all traces of mouthwash should be removed by thoroughly rinsing out mouth with water. Rinse bite splint well with clean, cool water before and after use. Clean bite splint with clean, cool water only and let air dry. Per reported information, doctor confirmed the device was cleaned with a mild dental soap prior to delivery and instructed the patient with the same cleaning procedure and maintenance. Physicians cleaning instructions conflict with the IFU 9091 rev. 2 suggested cleaning procedure. Glidewell research team and namsa conducted a series of testing on a similar thermoformed sleep device following iso 10993 (biological evaluation of medical devices) and the device was evaluated for potential cytotoxicity, skin irritation, delayed dermal contact sensitization and oral mucosal irritation. The haley test article was thermoformed with layers of erkodent material (erkoloc-pro and erkodur). The test results were listed below and summarized in biocompatibility report for sleep device (rpt 9733 rev 1.0). For cytotoxicity testing, the test article extract showed no evidence of causing cell lysis or toxicity. For skin irritation, there was no erythema and no edema observed on the skin of the animals treated with the test article. For sensitization testing, the test article extracts showed no evidence of causing delayed dermal contact sensitization. The test article showed nonirritant to the oral mucosa as compared to the control article. The device materials have been found to be biocompatible through the testing.

Event description:
It was reported the patient was feeling nausea when using the soft nightguard. The patient has a history of hypertension that is controlled on medication. There are no reported allergies. The provider notes that the patient first used the device on the night of (B)(6) 2018 and reported feeling extremely sick, nauseas and unable to sleep during the night. The patient stopped using the device on (B)(6) 2018 and reported reaction to dental office. Patient's condition went away the next day after the discontinuation of the device. With regard to the device: the provider confirmed bite checks and minor occlusal adjustments to the device prior to delivery for the patients comfort because the patient did not like the device feeling tight. It is also noted the device was cleaned with a mild dental soap prior to delivery to patient. The patient was also given the same instruction to clean and maintain the device.